Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The blood glucose result was "hi" mg/dl on the patient's meter. The patient was vomiting and had extreme thirst, frequent urination and just kept wanting to sleep all day. The patient's mother called the paramedics and the blood glucose result was "hi" mg/dl on the paramedic's meter taken about 30 minutes after the blood glucose result on the patient's meter. The type of treatment given to the patient by the paramedics was unknown. The patient was transported to the hospital. The blood glucose results at the hospital were unknown. The hospital administered unknown IV's and he was hospitalized for "3-4" days. The infusion device was requested to be returned for product evaluation.